Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open cholecystectomy procedure, while clipping the vessel, the jaws did not close. The surgeon used same product same lot 3 times and still did not work so the surgeon asked to discard the whole lot. The same product from different lot was used to resolve the issue. There was no patient injury.